Manufacturer narrative:
(B)(4) date sent: 8/6/2021 d4: batch # u5da8m h6: component code =g04 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45d reload loaded on the device. The reload was received fully fired, with some b-formed staples on the deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above where the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out-of-specification issue with components that affected the functionality of the firing switch actuator. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, the jaws did not open, or the knife did not return to home position after the second firing. The knife reverse switch was used, but the knife did not return. The manual override lever was used to return the knife. The device was used between the esophagus and the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.